Manufacturer narrative:
The technician found the beds brakes were not set. The technician in-serviced the account on setting the brakes to resolve the issue.

Event description:
The account alleges, the beds brakes were not locking. No patient impact.